Event description:
Related to MFR report # 2183959-2012-01034, 2183959-2012-01036. On or about (B)(6) 2001, (B)(6) 2011, and (B)(6) 2012, the plaintiff was implanted with ams pelvic mesh products, including intexen graft. It was indicated that the product was implanted, "with the intention of treating the plaintiff for pelvic organ prolapse and/or stress urinary incontinence." It was alleged by the plaintiff's attorney that, "after, and as a result of the implantation," the plaintiff, "suffered serious bodily injuries including, but not limited to extreme pain, erosion of her internal bodily tissue, dyspareunia, additional surgery and other injuries. On or about (B)(6) 2011 and (B)(6) 2012," the plaintiff required, "additional surgery due to the failure of the pelvic mesh products." It was also alleged that the plaintiff was, "injured in her health, strength, and activity, sustaining injury to her person," and that the injuries have resulted in some, "permanent disability to her person."

Manufacturer narrative:
The device implanted in this patient was not specified. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.